Manufacturer narrative:
Per the tandem user guide, "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Bg value was not provided. Reportedly, the customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the infusion set multiple times and changed the cartridge to address the issue.